Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation. Please note: this MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On 12/10/2020, a distributor of infutronix reported an issue on behalf of an end user: "patient reported leaking." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. On 12/15/2020, the distributor of infutronix reported additional information on behalf of an end user: "she had a downstream occlusion that we were able to remedy. I explained the timers for the ab and db and explained the bolus status bar and discussed a bit of leaking is normal. She was very grateful for the explanation and had "a much better understanding of how the pump works." She had called the hospital, but has not heard back from them. I advised her to call with any other questions. She felt very relieved to know she could get an bolus as her comfort level had changed. I explained that her initial nerve block has worn off and to use the bolus button as needed. She was very satisfied with the assistance and the call was ended." The end user did not specify in the call where the leaking location is. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
On 06/18/2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00096.